Event description:
A pump declared an alarm 20 during pumping, prompting a review of the situation. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge with assistance but was unsuccessful as the alarm persisted. Technical support decided to replace the pump, and it was confirmed that the customer would use multiple daily injections (mdi) as a backup therapy. Instructions were provided for returning the faulty pump with a pre-paid label, which the customer understood and acknowledged.